Manufacturer narrative:
(B)(4). The following additional information has been requested but not received to date: what was the initial procedure? What is the event day and procedure date? Could you please provide lot number? When did the issue occurred?, pre-op or intra-op? Was there any patient consequence or injury? Please explain. To date no response product has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2020 and suture was used. The suture pulled off of the needle. There were no adverse patient consequences were reported.